Event description:
The customer's mother reported he daughter's blood glucose reached 474 mg/dl less than 48 hours after the pod was activated. She checked for ketones and there was traces found but it wasn't reading small, moderate or large. She noticed the cannula was dislodged from the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.